Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 238 mg/dl. The customer stated she had changed the battery multiple times but the display remained blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She removed the battery for 10 minutes and cleaned the battery cap, but the display did not return when inserting a new battery. She then instructed to remove the battery for 2 hours and call back. The customer called back and stated that the display did not return after the two hour reset. Blood glucose was 329 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.